Manufacturer narrative:
Additional information: evaluation codes and additional narrative. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported during patient treatment with two revaclear 300 dialyzers, internal blood leaks were observed. There was no patient injury or medical intervention associated with this event. No additional information is available.